Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with operative notes provided. Op notes demonstrated that the patient experienced a right hip infection. New constrained liner and new femoral head were implanted. Cup was revised with a competitor product. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00476.

Event description:
It was reported the patient had the first right hip revision approximately 7 years post implantation. Subsequently, the patient was revised again approximately 6 months later due to unknown reasons. It was noted the shell, locking ring, and liner were replaced with a larger stryker shell and locking constrained liner. Attempts have been made and additional information on the reported event is unavailable at this time.